Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, noise resulting in high ventricular rate episodes were noted on the right ventricular lead. The noise was noted reproduced in-clinic with isometrics or pocket manipulation. No electrical anomalies were notes. The patient would continue to be monitored.

Event description:
New information noted that the patient was device dependent. The device was reprogrammed. There were no patient issues.